Event description:
This is pt #3 of 3 who developed postdural headache and paresthesia following an epidural procedure. Reporter felt the epidural catheter was too stiff and attributed the incidents to inadvertent dural puncture. Clinical details of the individual incidents are not known.